Event description:
During review of programming history on (B)(6) 2013, high impedance was seen during a system diagnostic test on (B)(6) 2011. High impedance was seen again at a subsequent appointment on (B)(6) 2011. Diagnostic history shows normal diagnostics on the date of implant with dcdc=3. The next diagnostic from (B)(6) 2011 shows high impedance with dcdc=4. A following system diagnostic on (B)(6) 2011 still shows high impedance with dcdc=4. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns could not be interrogated due to a depleted battery. A battery life estimation strongly supported the attributed battery depletion. No additional or relevant information has been received to date.

Event description:
Both the lead and generator were replaced. Device return is not expected as the explanting facility does not return explanted devices due to their policies. No additional or relevant information has been received to date.